Event description:
It was reported to philips that the system would not boot-up, stuck at "philips" logo on the screen. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system would not boot-up, stuck at "philips" logo on the screen. Upon troubleshooting, philips remote service engineer (rse) checked the system remotely and found a power failure which caused the problem. On further troubleshooting, rse found that the angiograph is turned off, and its power supply to the electrical panel is cut off. To resolve the issue, the rse instructed the customer to carry out electric supply procedures and restart the angiograph. After repairs the device returned to good working order. The codes were updated based on the investigation outcome. The evaluation method code was corrected.